Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: department manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that an intervention radiology (ir) and left heart catheterization procedure was performed and then a tr band was used for closure. Tr band was applied at 9:53am and had 12ml of air inserted upon leaving the lab. The deflation process started at 11am and the post anesthesia care unit (pacu) nurse discovered there was only 5ml of air remaining. There were no complications for the patient upon discovery, and no blood was present at the site during the discovery or when more air was deflated. A 6fr glidesheath slender was used for the procedure.